Event description:
The customer tested his blood glucose using his contour meter and received a reading of 543mg/dl. He retested using another meter and received a reading of 244mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New strips were sent and customer was advised to return his strips for evaluation.